Event description:
This is a spontaneous case report received from a physician in (B)(6) on 18-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c61994. The physician commented that essure was a shooting failure which caused a bad collocation in fallopian tube. In posterior control it was observed that was not in fallopian tube. Patient was presenting pain so essure was removed in a surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious and listed in the reference safety information. In this case, patient experienced pain and essure was removed in a surgery. Based on the nature of the event and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious event was reported (a shooting failure which gives a bad collocation in the fallopian tube). A product technical analysis is being sought.

Manufacturer narrative:
Follow up 01-sep-2016: quality-safety evaluation of ptc (B)(4). Lot number: c61994 (production date 03-jun-2014, expiration date 30-jun-2017). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device placement at incorrect location. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: pain. The analysis in the global safety database revealed 319 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious and listed in the reference safety information. In this case, patient experienced pain and essure was removed in a surgery. Based on the nature of the event and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious event was reported (a shooting failure which gives a bad collocation in the fallopian tube). According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.